Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: neu_ unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received by the consumer, regarding a patient receiving intrathecal fentanyl and clonidine, and later morphine, via an implantable infusion pump. The dose and concentration are unknown for all the drugs. The indication for use was noted as chronic low back pain and non-malignant pain. It was reported that the unpredictable delivery of medication caused the patient to experience serious symptoms. Such symptoms (included vomiting, shaking, diarrhea, sleeplessness, profuse sweating, severe pain, and spinal fluid leakages) were serious, and required multiple hospitalizations to treat the symptoms. No further information was provided.